Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto3, lasso. Other company¿s devices that were used in this study: sl0 sheath, sl1 sheath,cardiodrive. Manufacturer's ref. No: (B)(4). The device is not return to bwi.

Event description:
This complaint is from a literature source. It was reported that 443 patients with atrial fibrillation disease underwent catheter ablation from 2009 to 2014. The patients were divided into 2 groups: an rmn (with remote controlled magnetic navigation; n=214) group and a man (manual ablation;n=229). Among them, one patient had a deep vein thrombosis post procedure in the man group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿remote magnetic catheter navigation versus conventional ablation in atrial fibrillation ablation:fluoroscopy reduction¿. The primary purpose of this study was to fluoroscopy and total procedural times between rmn and conventional manual (man) ablation of atrial fibrillation. Secondary objectives were to compare the efficacy and safety of both ablation techniques. Suspect device is a navistar thermocool, however catalog and lot number is unknown.